Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front case. Based on the findings, service determined that the proximate cause of the reported issue was due to front case assembly w/ keypad 8015 m2 (recall affected). Device history review: a review of the device history record for sn(B)(4) was performed from date of manufacture 08/13/2019 to present date 12/14/2020 and note that this device has been returned for service once, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
The customer reported keypad replacement. There was no patient involvement.